Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the bubbles present in the buffer syringe. The failure mode was determined to be a defective buffer valve. The fse replaced the buffer valve to resolve the issue. (B)(4).

Event description:
The customer reported the generation of erroneous na (sodium) patient results on their au5800 chemistry analyzer. The erroneous results were not released out of the laboratory; hence, there was no impact to patient treatment. There was no report of injury or an adverse event associated with this event. The customer was unwilling to provide data.